Event description:
The customer stated that she was getting e3 and e2 on her meter. Customer service discussed reasons for those errorr. The check standard showed that the meter electronics were working properly. The customer ran two normal control tests. The results were 123 and 156mg/dl. Customer service advised the customer not to use the strips. The customer opened another bottle of strips and got 117, e2, and 112mg/dl. The range was 87-117mg/dl. Customer service discussed technique several times. The customer also stated that she had run two blood tests on the meter within 30 minutes of each other. The first result was 156mg/dl and the second was 36mg/dl. The customer did not feel like her sugar was low. She was also not sure she was using the correct technique. Customer service was having the customer return the first bottle of strips and would send a replacement.